Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and topical skin adhesive was used. During the procedure, a glass shard came through the side of the ampoule. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.